Manufacturer narrative:
(B)(4). Patient information cannot be provided due to regional privacy regulations. The test p-cap locked properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump passed the displacement test and self test. Pump error 43 alarmed during rewind test due to hall sensor error. The following were noted during visual inspection: minor scratches on lcd window, broken belt clip rails, cracked keypad overlay and scratched case. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The motor was tested outside of the device an passed. Pump error 43 confirmed in history file on 05/19/2023 09:04:36.000 (file number: 121 line number: 681) summary to fa: pump error 43 was triggered in the rewind step due to hall sensor error. In summary, customer alleged cracked keypad overlay confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a crack location of the damage was battery compartment. Troubleshooting was performed. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer was advised to discontinue use of the insulin pump and revert to backup plan per healthcare professional (hcp's) instructions. The device was returned for analysis.